Event description:
The customer reported that the insulin pump alarmed motor error several times during the fixed prime process. Troubleshooting was performed, and the device failed the displacement test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to loose motor support disk. Unable to perform occlusion, prime or excessive no delivery tests due to motor error alarms during basic occlusion test.